Event description:
It was reported that a patient notifier was delivered indicating possible high voltage circuit damage. It was noted that the patient underwent shoulder surgery which exposed the device to electrocautery. A magnet was not placed on the device, causing the patient to receive inappropriate hv therapy. A device download was successfully performed. Patient condition was fine after the event and will be monitored.

Manufacturer narrative:
.